Event description:
Initial surgeries at l2-l5 was performed on (B)(6) 2011 and (B)(6) 2012. During (B)(6) 2014, patient underwent revision surgery to remove a fractured rod. The pt is reportedly doing well post revision surgery. Pt's activity level and compliance with post-surgical instructions are unk.

Manufacturer narrative:
Navasive reference (B)(4). The pt reported on (B)(6) 2014 that the construct was intact as of (B)(6) 2013. In (B)(6) of 2013, evaluation of his symptoms was performed and the rod was noted to have fractured. No films have been received confirming the event. Revision surgery occurred (B)(6) 2014. The explanted product has not been returned for evaluation. It is unk if a precipitating event such as a fall or other impact occurred. The length of time from implantation to the event date suggests a non-union may be a factor. The root cause of this reported event has not been determined; no conclusion can be drawn.